Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review part number: 387.282 synthes lot number: 4905440 supplier lot number: 8570 release to warehouse date: 30-dec-2004 expiration date: n/a supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was a reported that a surgeon was inserting an expansion head screw and the screwdriver handle broke during an anterior cervical discectomy. The procedure was completed successfully using the same device. There is 1 device in this complaint concomitant devices reported: expansion head screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that the handle of a self-retaining screwdriver for expansion head screws (387.282) broke during screw insertion intraoperatively. The device was utilized to completed the procedure; no reported patient harm. The returned driver was examined and the complaint condition was able to be confirmed as the handle was found to be cracked at the cross-pin and was returned in seven pieces. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 13+ years old (mfg 2004), as such instrument age likely contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Investigation methods/evaluation results: the self-retaining screwdriver for expansion head screws (387.282) is noted in both cervical spine locking plate (cslp) systems (standard, small stature and variable angle. Each system includes two devices utilized to install both temporary fixation pins (387.595) and expansion head screws. The returned driver was examined and the complaint condition was confirmed as the driver¿s handle was found to be broken at the cross-pin and was returned in seven pieces. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 13+ years old (mfg 2004), as such instrument age likely contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and handle changed the handle material from phenolic le to radel r 5000 series blue (ppsu) with the following rationale: ¿synthes is moving away from phenolic due to source of supply issues and inherent mechanical properties to the more readily available and stable material radel.¿ no dimensional analysis was completed due to post-manufacturing damage. A device history review, including material review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No hardness review is applicable as the handles phenolic le material does not have a hardness specification. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.